Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted during testing. Motor passed motor test. The insulin pump was unable to verify no delivery alarm due to prime anomaly. The insulin pump received with missing display window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the no delivery alarm was resolved by a complete set change. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.